Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Patient underwent uneventful ilasik in the left eye on (B)(6) 2014. Patient presented at one day post op with striae in the left eye. Patient brought back to the laser suite and flap lifted and stretched in the left eye. Bandage contact lens (bcl) was placed in the left eye. Patient referred back to primary eye care provider for 1 day post op and bcl removal as patient lives 3 hours from facility an didn't want to spend additional night away form home. Per affiliate post op on (B)(6) 2014, visual acuity sans correction (vasc) was right eye 20/25 left eye, trace corneal edema. Bcl was removed.